Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of a "white" or a "frozen" screen, however it was noted that the display is intermittent when the housing is repositioned and the display flex cable was found to be worn and cracked. The display flex cable was replaced and the hard drive was reconfigured and the software reloaded. The programmer then passed all console and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's monitor would either freeze or turn white and would not work. The programmer was returned for service. No patient complications have been reported as a result of this event.